Event description:
A report was received that the patient will undergo a revision. No further information is available at this time.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to loss of stimulation. Lead migration was confirmed. During the procedure, an additional infinion lead was implanted and the ipg was replaced with a spectra to achieve the lead configuration the physician chose to use to recapture the patient's target area. The patient is doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision. No further information is available at this time.